Manufacturer narrative:
The event is updated from a malfunction to serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a low anterior bowel resection procedure. The circular stapling device was inserted through the rectum, connected, and then triggered. When the trigger was released, the stapler became disconnected from the top piece. The surgeon then had to perform an enterostomy to retrieve the top piece.

Event description:
According to the reporter: occurred during a low anterior bowel resection procedure. The circular stapling device was inserted through the rectum, connected, and then triggered. When the trigger was released, the stapler became disconnected from the top piece. The surgeon then had to perform an enterostomy to retrieve the top piece.